Event description:
Artegraft collagen vascular graft that was implanted developed a pseudoaneurysm.

Manufacturer narrative:
Patient 2 of 2. See MDR-2247686-2024-00002. The graft was not received for evaluation. The issue was not able to be confirmed. Patient information including status, lot number used, and implantation date were requested, but information has not yet been provided. Without additional information, a root cause cannot be conclusively determined. No confirmed complaint trend was identified related to this issue. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is highly unlikely that a defect would have passed the inspection release process. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.